Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This system was removed after the patient expired during the implant. This system was not returned. The patient expired when the physician was trying to place the competitive lv lead. There are no known complaints on this system. Should additional information be received, this file will be updated.